Event description:
It has been reported to philips that there was no fluoroscopy intermittently . Device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a cardiac arrhythmia planned treatment/non-emergency treatment which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no fluoroscopy intermittently. Review of the system log files showed image detector errors. Fse performed detector diagnostic test, which failed indicating no aurora link. Loopback test was passed. Fse did cold restart which cleared error. Customer stated that switching from an ep to cardio exam allowed them to continue without rebooting. Fse replaced ethernet cable, optical fiber and flat detector which did not resolve the issue. Fse replaced the dcps (power supply 24v, 12v, 5v), after replacement of dcps the issue was resolved. The same issue occurred again, fse replaced the ippc. After replacement of ippc the system was returned to good working condition. These codes were updated based on investigation outcome.